Event description:
It was reported that this left ventricular (lv) lead lead exhibited high pacing threshold measurements and was confirmed to have retracted from chronic position as shown via x-ray. The lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.